Event description:
It was reported that the patient was having charging issues. The patient was charging every night and was waking up with only 25%-50% charge on the stimulator. The patient sometimes kept the device on while charging at night. There did not appear to be any shorts or open circuits. The patient never had therapeutic effect since his last replacement. The patient also had stimulation in his knees, instead of his back and legs. In addition, the patient had no stimulation sensation in 3-4 months. The patient was unable to work due to pain. The patient planned to have the device replaced due to these issues. Additional information was requested.

Event description:
Additional information received reported that the patient had not had a revision and no surgery was scheduled. The physician was working with the patient to determine where his pain was coming from. The reason for the patient waking up to find the battery at 25%-50% after charging the previous evening was due to the patient running his stimulator up to 10.5 [volts]. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Lead 39286-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: na. Recharger model 37752, serial # (B)(4), implanted: explanted: na. Programmer model 37743, serial # (B)(4), implanted: explanted: na. Extension model 3708120, serial # (B)(4), implanted: (B)(6) 2010, explanted: na.

Event description:
Additional information was received the patient had not felt the stimulation had reduced his pain. The patient felt there was an issue with the lead placement. No impedance issues were reported and the patient was reprogrammed, however, he was still unhappy with the stimulation. If additional information is received a follow up report will be sent.